Event description:
Customer was driving up an incline and release engager. The unit rolled backwards and did not stop. Customer fell from unit and required (3) sutures in the head and fractured the shoulder.